Event description:
On (B)(6) 2016, a user facility reported to rymed that they had experienced an issue with the product. Reported that the nurses have experienced the injection cap coming apart while trying to attach it to a central line. It was reported that it was a new cap that fell apart while trying to connect. No patient injury; never reached the patient. No sample available. The facility provided a picture. Product code rym-5315 lot r01745 this report is a post inspection retrospective review. 2016 incident.

Manufacturer narrative:
This report is a post inspection retrospective review. 2016 incident.